Event description:
Boston scientific received information that an alert was generated by the latitude home monitoring system for high out of range impedance measurements on the right ventricular (rv) defibrillation lead. Two days later the patient presented to the emergency room where noise on the defibrillation lead led to delivery of inappropriate tachycardia therapy. A lead revision procedure was scheduled. Upon removal of the lead, a fracture due to clavicular crush was observed. A new lead was implanted and was noted to exhibit good impedance measurements through the pacing system analyzer, so the pocket was closed. Upon pocket closure, further testing showed impedance measurements greater than 3000 ohms. It was noted that when the physician inserted the new defibrillation lead into the device header, he experienced difficulty tightening the set screws on the device. The pocket was reopened and the setscrews made a ratcheting sound. The newly implanted defibrillation lead was able to be removed without incident, however the set screws on the device header continued to make a ratcheting sound . Visual inspection of the lead revealed that the gore coating on the svc electrode was bunched up and seemed to have pulled away from the coil. The device and defibrillation lead were explanted and a new device and another new defibrillation lead were successfully implanted in the patient. No adverse patient effects were reported as a result of the lead revision procedures.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to automated diagnostic tests that verified the performance of pacing, sensing and recording functions of the device and no anomalies were found. This device performed normally throughout analysis, operating as designed. Analysis did not confirm the allegations from the field.

Manufacturer narrative:
The product has been received and is currently being analyzed. When testing is complete this report will be updated.